Event description:
Customer reported to corporate product surveillance of unknown number of catheter extension set in which CT tech observed sets blowing/burst rupturing when using with power injectors. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A labeling review was performed and the instructions are printed on each individual packaging, are available to the user, and are accurate and sufficient. It was also noted that, no statement is listed on either the package label or the directional insert that approves this product for use with a power injector. If additional information or samples become available, a follow-up report will be submitted.